Manufacturer narrative:
The subject device was not returned for evaluation. The user discarded the device. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device inner seal does not provide sufficient barrier for liquid and air loss from the endoscope biopsy port. There were no further details regarding the reported event. There was no patient involvement on this report. No user harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion of the reported event. Physical evaluation of the device cannot be performed as the customer is not returning device and no pictures have been provided. A DHR review cannot be performed as no lot number has been provided. Olympus will continue to monitor complaints for this device.